Manufacturer narrative:
The company representative was able to address the issue remotely with the customer (via phone call). Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is attributed to user error. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is attributed to user error. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic console had poor vacuum in phacoemulsification mode, ia mode and cortex mode. It was further reported that the issue was found to be a user error. Procedure details have not been provided. There was no patient harm.